Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While being used in heavily calcified arteries, the balloon ruptured during inflation. It was noted that the calcium deposits tore the balloon. The patient was sent for bypass after the unsuccessful procedure.